Event description:
Respironics service technician reported the ventilator was not charging the backup battery, and noted a diagnostic code indicating a power failure. The service technician reported the ventilator did not transition to backup battery upon loss of ac power. The ventilator was not in use on a patient.